Manufacturer narrative:
The reported event was confirmed. The device had not met specifications. The product was used for treatment purposes, and was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (in original packaging), right chest pad from a medium arctic gel pad kit present. Only the right chest pad was returned. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted no visible chips and deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted no a minor kink at the pad connector. Additionally, the pad lines appeared crushed or crumpled. Zippered sample container bags were adhered to the hydrogel of the returned pad to simulate a liner replacement. According the test method tm0301222 (rev 1) the flow rate was found to be unacceptable for the returned pad (see secondary complaint). (Acceptable range > 2.4 l/min. M2). Additionally, during testing of the right chest pad there was low air leak message. No leaks were observed from the pads or pad lines. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "arcticgel¿ pads - instructions for use indications for use: the arctic sun® temperature management system is intended for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications: there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient."

Event description:
It was reported that the pad lines were crushed/crumbled. While testing the right chest pad, there was an air leak message.